Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0azzc, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient stated they were to have an MRI of the head/brain and the MRI was not due to the therapy or device, but due to the patient being epileptic. The patient reported she had an implant in 2013 and stated there was something wrong with the leads, the patient stated she was not sure, but she thought the leads were broken. The patient stated they had the whole system removed. The patient stated she was not sure if it was due to the epilepsy or not. The patient stated she had grand mal due to the epilepsy. The patient noted they need an MRI and it was not related to device or therapy, but due to being epileptic. Additional information from the healthcare professional (lfc) reported they did a new implant on (B)(6) 2015. The hcp reported they did not replace the system in 2013. The hcp reported the patient underwent stage I/ii in 2015 with partial removal of lead and generator. The hcp noted the patient was experiencing shocks from the device. The hcp stated the cause of the need to replacement was the patient had a seizure and fell and hit her lower back. The hcp noted the patient was experiencing shocks prior to the system being replaced. Troubling shooting performed prior to replacement was complex interstim programming, where it was noted that all programs shocked the patient. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.